Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was noted that there were chronic high left ventricular (lv) thresholds from implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: competitor 1056k implantable pacing lead: (B)(6) 2006. 5076 implantable pacing lead: (B)(6) 2006. (B)(4).